Event description:
It was reported that several magnet reversions were noted on the device episodes. No known magnetic fields were present during these episodes. Some of the episodes were documented when the patient was in the hospital. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.